Event description:
A customer reported an altitude alarm with their insulin pump, which remained within the validated operating altitude range. The customer declined to provide blood glucose levels at the time of the event, so no impact on blood glucose levels could be determined. Tandem technical support instructed the customer to clean the pump¿s speaker holes and attempt to resolve the issue by replacing the pump cartridge, but the alarm recurred. Support decided to replace both the pump and cartridge and instructed the customer to return the faulty pump using a pre-paid label within ten days. Meanwhile, the customer would use multiple daily injections to ensure continued insulin delivery.